Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted and returned. Upon receipt, the lead under complaint was found cut 37cm and 55cm distal to the df-1 connector pin into 3 segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed 37.5cm distal to the df-1 connector pin that the conductor coil was found fractured. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as a deformed lead body 9cm proximal to the lead tip and a deformed rv shock coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that in (B)(6) 2020 the patient was in the hospital for shoulder pain (unrelated to ICD system). It was discovered that the lead coil was fractured but the lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.